Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced corneal abrasions on the left eye (os) at 5 month post op exam. The date of the initial treatment was (B)(6)2016 and date of discovery was (B)(6)2016. A brief description from the surgery center indicated the patient had recurrent erosions after a prk (photorefractive keratectomy) procedure. The patient chief complaint was of pain. A superficial keratectomy was performed on (B)(6)2017. There was no loss of best corrected visual acuity (bcva) noted. Pre-op; bcva from (B)(6)2016: right eye pre-op 20/20 -.75 x -.25 x 100, left eye pre-op 20/20 -.50x -.75 x 75. Post-op; bcva from 11/21/2016 right eye post-op 20/20 .00 x .00 x 90 left eye post-op 20/20 .75 x -.75 x 65